Event description:
A pt underwent a primary l5/s1 laminectomy (date unk) with application of adcon. One month after surgery, pt developed a severe headache. The event was described as a "dural tear of the nerve sleeve".